Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the test, the infusion line was clogged and no water was coming out. The procedure type was unknown. The surgery was performed and completed after replacing the infusion cannula with another one. There was no patient contact with suspect product.

Manufacturer narrative:
Corrected information provided in smdr h2. "Device evaluation" was added in "if follow-up, what type?". The manufacturer internal reference number is: (B)(4).